Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to noise oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes by the implantable cardioverter defibrillator (ICD). The physician indicated that the patient had a medical procedure causing the noise oversensing. The device remains in use. No patient complications have been reported as a result of this event.